Event description:
Since the logs were requested three times and were not provided, the pump problem is unknown. No pump was returned for evaluation. Due diligence has been completed with no response. The reported issue of "the infusion is stopped and no other functions can be performed on the pump until it is shut down and restarted" could not be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported : multiple instances of "service needed" message appearing during an active infusion. The infusion is stopped and no other functions can be performed on the pump until it is shut down and restarted. Patient harm : no. Stopped active infusion : yes. A preliminary review of the logs identified the following issue: active infusion stopped. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per feedback received from the customer on august 13, 2025, the device was cleaned and returned to service in may and has been in service since with no issues. No further actions required.